Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to dka with blood glucose levels reportedly around 1000 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.